Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic valve, into an existing medtronic surgical valve, the valve was implanted at an approximate depth of 3-4 mm on the left coronary cusp and non-coronary cusp. A post-implant transesophageal echocardiogram (tee) showed the valve functioning well with a mean gradient of less than 5 mmhg. The vascular access site was closed without issue. The patient was reported to be recovering well the following morning. A transthoracic echocardiogram (tte) was performed one day post-implant and showed a mean gradient of 50 mmhg, which the physicians suspected was due to the transcatheter valve being constrained within the previous surgical valve as trace-mild central aortic regurgitation (ar) was also shown on a tee. Seven days post-implant, a balloon aortic valvuloplasty (bav) was performed but after deflating the non-medtronic balloon, it was noted that the balloon was caught on the inflow portion of the valve frame. Since the balloon could not be freed, it was pulled back, bringing the valve with it. The valve remained stuck to the balloon and eventually became lodged in the innominate artery. At this point, the balloon catheter came free from the valve frame. The physician reported that it was not possible to implant another valve at that time because the newly lodged valve was blocking all access points. The plan was to implant another valve later, but the patient was left with severe, circumferential paravalvular leak (pvl) and could not tolerate it. The patient subsequently died that evening before getting another valve implanted due to severe pvl and heart failure. No autopsy was performed.